Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed or changed out pump supplies to address the alarm and resumed insulin delivery. Customer declined system check with tandem technical support. No reported impact to the customer¿s blood glucose level.